Event description:
It was reported to boston scientific corporation that a endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the external peg ripped on november 21, 2012 approximately 5mm from the connector. The peg was replaced on (B)(6) 2012 as the rip made daily washing impossible. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) peg tube ripped. The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.